Manufacturer narrative:
Correction: section b5. "Pacing inhibition and high ventricular rate (hvr) episode" should have been mentioned in the b5. Section e1. Reporter first/give name should have been (B)(6) rather than (B)(6).

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold and noise over-sensing, which resulted in pacing inhibition and high ventricular rate (hvr) episode. Meanwhile, the right atrial (ra) lead exhibited far r-wave over-sensing, which resulted in inappropriate mode switch. The rv lead was capped and replaced on (B)(6) 2026, while no interventions or changes were reported on the ra lead. No patient consequences were reported.

Event description:
It was reported that noise was over-sensed, and high capture threshold was noted on the right ventricular (rv) lead. Also, far r-wave oversensing was noted on the right atrial (ra) lead. The rv lead was capped on (B)(6) 2026 and replaced. No intervention was performed on the atrial lead. There were no patient consequences.